Event description:
It was reported that the customer had a lot of issues with the sets and had a no delivery alarm. Customer's blood glucose was 600 mg/dl. Customer changed the reservoir every 4 days and went to the doctor a few days ago. Customer has had low and high blood glucose. Customer declined to troubleshoot for the high and low blood glucose. Customer stated that he will just change the set and call back if any issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.